Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after placement of the arterial sheath over an amplatz (third party device) wire, a dissection was noted. The physician closed the arterial access site and converted to open carotid endarterectomy (cea). The device responsible for the dissection was not identified by the user, however, this event will be deemed reportable against the enroute nps since the event necessitated medical or surgical intervention to preclude permanent impairment. No further issues were noted after the completion of cea.